Event description:
It was reported that during the endovascular surgery in the internal iliac bone, when physician attempted to pull the guidewire(subject device) out of the microcatheter, it became detached. The guidewire(subject device) was then removed along with the microcatheter, and it was confirmed that no detached fragments remained in the body. It was suspected that a procedural related blood clot may have developed in the catheter that could have contributed to the issue. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. Visual inspection found that the subject guidewire was returned broken in 2 segments (210cm distal segment, 5cm proximal segment and 2 fragments of broken nitinol tubing). The hydrophilic coating was hydrated, and there were no anomalies noted with the distal segment. Bubbles with uncollapsed dome were noted at the proximal. The ptfe (polytetrafluoroethylene) coating was inspected, and no anomaly was noted. A functional inspection could not be performed as the guidewire was damaged. The event was confirmed based on the damage noted to the returned device. The device failed to meet specification when returned for analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, the dispenser hoop was flushed before removing the guidewire, no resistance was encountered removing the guidewire from the dispenser hoop, the guidewire was shaped to 45 degrees, flush was given inside the microcatheter at the time when the guidewire was inserted, the introducer sheath was used when inserting the gw, there was no friction or resistance felt at the hub, continuous flush was set up and maintained throughout the clinical procedure and it is unknown how tortuous was the patients anatomy. There was friction/resistance encountered during the procedure, but it is unknown if any force was used to overcome resistance. It¿s unknown how the break/spit occurred during the case, and it is unknown where the issue was noted on the guidewire. A 0.0189 carryleon microcatheter was used in the procedure. It was suspected that a blood clot may have developed in the catheter that could have contributed to the issue. According to the physician, the cause of blood clot in catheter was procedure related. The patient did not suffer any adverse consequences as a result of blood clot and no treatment was performed/ or administered in response to this event. The blood clot event was resolved. The clot was found only in the catheter and no problems have occurred. The procedure was completed successfully. There were no unanticipated medical procedures/treatments/therapy administered in relation to the alleged event or product malfunction. The procedure for which subject synchro guidewire was used for was endovascular surgery in the internal iliac bone. It is unknown if the patient was on dual anti platelet therapy (dapt) before and after the surgery. Analysis of the returned device found the guidewire was returned broken in 2 segments (210cm distal segment, 5cm proximal segment and 2 fragments of broken nitinol tubing). The core wire and platinum wire were broken in both segments. The condition of the returned guidewire indicates the device encountered a significant manipulation during the procedure. Analysis of the returned device also found the hydrophilic coating had bubbles with uncollapsed domes present at the proximal segment. The bubbles found on the distal end of the device were analyzed by research & development. Based on the results of sem (scanning electron microscopy) and edx (energy dispersive x-ray analysis) testing, it appears that the bubbles and the control section of the coating are the same substance. The cause of coating bubbles, which are likely hydrophilic coating, could not be definitively determined but may have occurred when the device encountered a significant manipulation during the procedure. An assignable cause of procedural factors will be assigned to the as reported ¿ guidewire broken/fractured during use¿ and ¿guidewire difficult to advance¿ in addition to the as analysed ¿ guidewire broken/fractured during use¿ and ¿guidewire hydrophilic coating surface rough¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the endovascular surgery in the internal iliac bone, when physician attempted to pull the guidewire (subject device) out of the microcatheter, it became detached. The guidewire (subject device) was then removed along with the microcatheter, and it was confirmed that no detached fragments remained in the body. It was suspected that a procedural related blood clot may have developed in the catheter that could have contributed to the issue. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.